Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem 'system error 345' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found that the device displayed a white screen. The cause was identified during visually inspection as corrosion on the input/output (I\o) printed circuit board, processor printed circuit board, liquid crystal display (lcd) and rear case flex which were all replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.